Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that on (B)(6) 2016, when the patient was six days of age, the nurses of the neonatal intensive care unit noticed that the stopcock attached to the umbilical venous catheter (uvc) was leaking. The questionable stopcock was exchanged for a new stopcock of the same type. No further adverse health outcomes were reported. See MFR number: 3012307300-2017-00282.